Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device turned off on its own with no audible alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that when the device was unplugged from ac power, a "power loss" message was displayed with an audible alarm and the unit turned off. The power cord was then plugged into an ac outlet, the device was powered on and successfully completed the self-test. However, when the pump was knocked, the "power loss" alarm was displayed with a brief audible tone and the unit turned off. A visual inspection on the device found corrosion on the negative contact j108 of the middle printed circuit board. This was due to battery leakage from the aa disposable batteries. This device has been identified as part of a product recall.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device turned off on its own with no audible alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.